Manufacturer narrative:
(B)(4): the device was returned and evaluated. Upon evaluation, the complaint was confirmed. It was identified that the two lock plates were missing, making the device locking mechanism inoperable. This deficiency was found post-sterilization. There was no reported patient involvement.

Event description:
On (B)(6) 2017, it was reported that the hercules 3 universal stabilizer arm was not working. Per the customer, the device was identified as not working by the sterilization department and the device did not fail during a procedure. The device was returned and during device evaluation, reported 12/14/2017, the malfunction was identified as lock plate failure and dislodged. Due to the nature of the device malfunction, it could not be used for any procedures. There was no reported patient involvement.